Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device attended the hospital as they experienced wound dehiscence. On examination, it was noted that the header had come through the wound, so the device was removed, and the wound was cleaned and closed with steri-strips. The patient was prescribed with medication and the icm replacement procedure was scheduled. No additional adverse patient effects were reported. The device was discarded by the facility.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device attended the hospital as they experienced wound dehiscence. On examination, it was noted that the header had come through the wound, so the device was removed, and the wound was cleaned and closed with steri-strips. The patient was prescribed with medication and the icm replacement procedure was scheduled. No additional adverse patient effects were reported. The device was discarded by the facility.